Event description:
It was reported that ¿incompatible device alert¿ alert screen displayed by generator during procedure. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v94f6c. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. The device was connected to a test handpiece and tested on a gen11. No communication issues were observed at any time during the testing. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.